Event description:
Patient presented with low output current and their output current setting was adjusted from 1.25 to 0.25ma and the current not delivered warning message was still seen. No other relevant information has been received to date.